Event description:
Olympus medical systems corp. (Omsc) was informed that after endoscopic retrograde cholangiopancreatography (ercp) using the subject device, enterobacteries and pseudomonas were detected from two patients. The user facility said the same bacteria were detected from the instrument channel and the suction channel of the subject device, too. The outcome of the patients is unknown.

Manufacturer narrative:
This report is being submitted upon further review of the MDR complaint filed on (B)(4) 2013 (MFR #8010047-2013-00595). It has been determined that one additional MDR is needed to account for the reported number of patients allegedly infected by the scope. Please cross reference these associated complaints: 8010047-2013-00595. Olympus (B)(4) investigated the reprocessing practice in the facility. The facility brushed the distal end, the instrument channel, the suction channel, and the instrument channel opening with the same cleaning brush, which olympus does not recommend. In addition, the instruction manual of the subject device directs to use the specific cleaning brush for the distal end and the instrument channel opening, which is different from the cleaning brush used for the instrument channel and the suction channel. Olympus medical systems corp (omsc) could not determine the root cause of this event. However, improper reprocessing could not be ruled out as a contributory factor to the reported event.